Event description:
A malfunction was reported, but there was no notable event prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction did not recur, and technical support confirmed that the customer could continue using the pump. The customer was advised to call back if the malfunction code recurred, and they acknowledged the instructions.